Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that no image was present when tested with a video processor; the cause was assigned to camera cable failure due to physical/chemical stress. In addition, an "e311" error occurred during testing. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model otv-s7h-1d-l08e, camera head to olympus with a request for "maintenance." Upon inspection and testing of the returned device, it was found that no image was present. This report is submitted due to no image present. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be 20-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the kinking of the cable has been confirmed. Therefore, it is likely that the malfunction of the cable resulted in failure of the image function causing the phenomenon ¿no image¿ to occur. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.